Event description:
This supplemental report is being filled to include additional information. The patient's electrode was subsequently explanted and replaced. The new system was turned back on. No additional adverse events were reported.

Manufacturer narrative:
This supplemental record was created to provide additional information, that this device was turned back on.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise with lower amplitudes. Technical services discussed that this could be due to air entrapment or a connection issue but neither of these were confirmed. The patient was brought into the clinic and the noisy signals were not reproducible. Subsequently, the system was deactivated and medical intervention was performed to provide the patient with a life vest. No additional adverse events were reported.